Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose level ranging from 500 mg/dl to "high" on the continuous glucose monitor with moderate ketones. The customer was treated with intravenous saline and insulin, and was released from the intensive care unit on (B)(6) 2022 with no permanent damage. Tandem technical support performed a pump system check and determined the customer was exposed insulin to high temperatures. The pump was determined to function as intended.